Manufacturer narrative:
H10, h2, h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that, during a shoulder arthroscopy, the quantum controller was not working. It had an internal power problem. There was a backup device available. A delay of one hour was reported. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6 h10: internal complaint reference: (B)(4). The unit used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the rf12000, q2 controller s/n:(B)(6) ; the warranty seal which is broken. The manufacturing date of the controller is rev.q, 2018. No visible manufacturing abnormalities were found; during functional evaluation the unit was powered-up with no information provided on the display; the controller won¿t turn on as reported; an inside view of the controller showed an unplugged connector of the power supply which causes the non-functional problem; the named connector was easily plugged and after power-up the unit immediately displayed an hardware failure f4. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the identified malfunction, include a defective power supply or power entry module or a blown fuse. No containment or corrective actions are recommended at this time.